Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, and conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the reported chb is likely related to the mechanisms described above. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. In this case, the exact cause of the type a aortic dissection found on pod-12 cannot be determined. However, per report the cts noted that the top of the frame of the s3 valve stent punctured the ncc and a tiny perforation was noted in the aorta. Patient risk factors for aortic dissection include advanced age and gender (77 years old female) with bulky leaflet calcification and narrow stj. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The patient underwent a successful transfemoral tavr procedure for the implantation of a 26mm sapien 3 valve. The patient was found to have a small aortic root dissection and the s3 valve was explanted on post-operative day (pod) 12 as part of the root replacement procedure. The tavr procedure went well. The delivery system was prepped with an inflation volume of 23cc. Pre-deployment, the s3 valve was positioned 70:30 aortic/ventricular (a/v). Post deployment the s3 valve landed in the same position with trace leak by tte. The patient was transferred to unit and discharged home on post-operative day (pod) 3. On pod-5 the patient returned with headache, recurrent a-fib, hematocrit had dropped (hct 23.8) and general weakness. Patient had gi consult and was found to have an ulcer. The patient was going to undergo tee guided cardioversion but patient had spontaneous conversion and was noted to have a new onset complete heart block (chb). She was then brought to ep lab to have a permanent pacer implanted. On pod-12 she was complaining of back pain and the cardiothoracic surgeon saw her and decided to do a CT scan to rule out any abnormalities. The CT scan revealed a type a dissection that was very small, but she needed to be brought to the or for root replacement and savr. Post procedure, she was doing well, expected to make a complete recovery and to be discharged within the week. During the open chest surgery the cts noted that the top of the frame of the s3 valve stent punctured the non-coronary cusp (ncc) and a tiny perforation was noted in the aorta. The patient aortic annulus diameter measured 21.9mm x 27.9mm with moderate bulky leaflet calcification by CT. The sinotubular junction (stj) diameter measured 21mm x 22mm with moderate calcification.